Manufacturer narrative:
Additional information: sections a.1, a.2, & d.6b. The recipient was under anesthesia during robot installation time. The recipient's activation went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: d.6a. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's initial surgery reportedly went for an extended period of time due to insertion difficulties, robotol attempt failed; manual insertion performed. Surgery time prolonged due to setup. Advanced bionics is in the process of gathering more information. A supplemental report will be submitted once more information is received.